Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country ofcomplaint: (B)(6). 4y 5m po valve is blocked. Explanted. Delivered with the return kit inside an unknown liquid.

Manufacturer narrative:
Investigation: optical inspection: scratches on the outer housing of the valve were observed through the visual inspection. No significant deformations or damage were detected. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to test the opening pressure, we use a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves (progav and shuntassistant)operates within the accepted tolerance. Results: finally, we were unable to detect abnormalities or noises in our tests. In very rare cases, there may be noises in the valve when the system's own frequency is reached. However, this occurance is only possible in very specific circumstances, but does not affect the function of the valves. Corrected data: patient height: 170cm.